Event description:
It was reported that during a ptca/stent procedure, the stent could not be placed into the lesion. Attempting to remove the stent delivery system (sds) through the guiding catheter, contrary to IFU, dislodged the stent from the sds. An attempt to retrieve the dislodged stent was unsuccessful. Several balloon catheters were used to crush the dislodged stent to the vessel wall and further dilate the lesion. Another stent was used to completely cover the lesion and crushed stent. Reportedly, the pt tolerated the procedure well. This device was used beyond the labeled expiration date, contrary to IFU.